Event description:
It was reported that two tk12m trocar kits were used during a laparoscopic gall bladder. It was reported by the affiliate that the instruments have torn gaskets. There was no consequence to the pt.